Event description:
The account alleges that during an interventional biliary stent deployment procedure, the guide catheter tip detached within the patient. Two interventional radiologists tried unsuccessfully to retrieve the broken pieces from within the patient using vascular snare devices. All retrieval attempts for the foreign bodies were eventually abandoned. The clinical team suggested a patient transfer to another healthcare facility with the ability to attempt additional foreign body retrieval attempts with various retrieval devices.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to the off label use in the biliary. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.